Event description:
Pt called this a.m to report she did not believe her infusion pump was working. Upon arrival to office, pump firm and pharmacy confirmed that no medication infused. New set up obtained from pharmacy and connected to pt. Pt to call if notes same issue with this pump set up.